Manufacturer narrative:
Manufacturer¿s analysis could not confirm the customer comment that the stylus of the device would not calibrate, however it was noted that the stylus and the cursor on the display screen of the device were misaligned. It was also noted that the media bay door was broken. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the programmer would not calibrate; attempting with two different stylus touch-pens, as well as attempting to re-calibrate four times, did not resolve the issue. The programmer has been returned for repair. No patient complications have been reported as a result of this event.